Event description:
It was reported that a spectrum pump had 154 downstream occlusion alarms in the event history log. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. However, the complaint was confirmed through the returned history log. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.